Manufacturer narrative:
B5 - the reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -16.5/+4.0/101 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged with a longer lens; different power due to refractive surprise. This resolved the problem. H3: device evaluation: functional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Investigation type 4110: lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -16.5/+4.0/101 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged with a longer lens due to refractive surprise. The problem is resolved. The cause of the event is reported as unknown.

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned dry in a micro centrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).